Manufacturer narrative:
The product has not been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown product performance issue. Additional information obtained from the field which indicated that the lead exhibited undersensing and loss of capture (loc) as the lead was dislodged when the patient had an open-heart surgery. No additional adverse patient effects were reported.